Event description:
A customer reported a malfunction on the pump, which did not lead to any adverse impact on their blood glucose level. The customer support team provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction codes reappeared.